Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The target lesion was located in the anterior tibial artery below the knee. During multiple advancement and pullback maneuvers, 3-4cm of the device was "cut" and remained in the patient's vessel. No attempt was made to remove the detached section. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. The reported tip separation was confirmed. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The target lesion was located in the anterior tibial artery below the knee. During multiple advancement and pullback maneuvers, 3-4cm of the device was "cut" and remained in the patient's vessel. No attempt was made to remove the detached section. No further patient complications were reported and the patient status is good.